Manufacturer narrative:
(B)(6).

Event description:
It was reported that the catheter got stuck on the guidewire. A contralateral approach was used to access the lesion. During a rotational atherectomy treatment procedure in the superficial femoral artery (sfa), a 2.1mm jetstream xc catheter was being used with a non bsc guidewire. The catheter became stuck on the guidewire. The procedure was completed with this device. No patient complications were reported and the patient was fine post procedure.